Event description:
Chronic pain [pain]. Case description: spontaneous report was received on (B)(4) 2013 from a (B)(6) female pt, initials (B)(6). The pt's medical history was significant for fracture on patella bone (got hurt at work), left knee surgery and physical therapy (as the pt was still in pain). On an unspecified date in (B)(6) 2011, the pt initiated treatment with synvisc injection (hylan gf 20) into an unspecified location, route and dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date, the treatment with synvisc was completed. On an unspecified date, the pt experienced chronic pain and in (B)(6) 2012, the pt underwent an unspecified surgery. It was reported that the surgery had helped but as the pt still had pain, she received an injection of cortisone as its treatment. It was reported that the pt's healthcare professional described her knee as bone on bone and that it looked like a "tire with a patch on it". The outcome for the event of chronic pain was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The causal relationship between synvisc and the event was not provided.

Manufacturer narrative:
Manufacturer's comment: as only limited information has been obtained so far, it is difficult to access a cause and effect relationship.